Event description:
Reporter stated that customer experienced three incidents of leaks occurring from holes found in tubing. Holes were described as "pin holes." It was reported that these holes were noted during prime of zocyn antibiotic. It was confirmed that there was no pt or staff injury.